Event description:
The peritoneal dialysis (pd) patient contact reported to fresenius technical services that the patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was diagnosed with peritonitis on an unknown date. The pd effluent culture resulted positive for enterococcus (species unknown). The cause of the peritonitis was due to a breach in aseptic technique. The patient had been suffering from memory issues and was not completing proper steps for pd therapy set-up. There was no report of a cassette leak, or any other issue related to a fresenius product. The patient completed intraperitoneal (ip) antibiotic therapy (drug, dose, frequency, and duration unknown). During the recovery time for the peritonitis event, the patient was experiencing ultrafiltration (uf) issues. It was determined the patient had peritoneal membrane failure. The membrane failure was unrelated to the peritonitis event, or the use of the liberty select cycler. The patient was permanently transitioned to in-center hemodialysis (hd) on an unknown date because of the membrane failure. The patient had been transferred to another clinic and the file was closed out. No additional information is available.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
The peritoneal dialysis (pd) patient contact reported to fresenius technical services that the patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was diagnosed with peritonitis on an unknown date. The pd effluent culture resulted positive for enterococcus (species unknown). The cause of the peritonitis was due to a breach in aseptic technique. The patient had been suffering from memory issues and was not completing proper steps for pd therapy set-up. There was no report of a cassette leak, or any other issue related to a fresenius product. The patient completed intraperitoneal (ip) antibiotic therapy (drug, dose, frequency, and duration unknown). During the recovery time for the peritonitis event, the patient was experiencing ultrafiltration (uf) issues. It was determined the patient had peritoneal membrane failure. The membrane failure was unrelated to the peritonitis event, or the use of the liberty select cycler. The patient was permanently transitioned to in-center hemodialysis (hd) on an unknown date because of the membrane failure. The patient had been transferred to another clinic and the file was closed out. No additional information is available.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and utilization of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The pdrn reported the cause of the peritonitis as a breach in aseptic technique by the patient. This is supported by the culture results of enterococcus. Enterococcal peritonitis most likely results from touch contamination and possibly from gi sources. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. The diagnosis of the patient¿s peritoneal membrane failure is unrelated to the peritonitis event, nor the use of the liberty select cycler. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis episode and the peritoneal membrane failure. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis (pd) patient contact reported to fresenius technical services that the patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was diagnosed with peritonitis on an unknown date. The pd effluent culture resulted positive for enterococcus (species unknown). The cause of the peritonitis was due to a breach in aseptic technique. The patient had been suffering from memory issues and was not completing proper steps for pd therapy set-up. There was no report of a cassette leak, or any other issue related to a fresenius product. The patient completed intraperitoneal (ip) antibiotic therapy (drug, dose, frequency, and duration unknown). During the recovery time for the peritonitis event, the patient was experiencing ultrafiltration (uf) issues. It was determined the patient had peritoneal membrane failure. The membrane failure was unrelated to the peritonitis event, or the use of the liberty select cycler. The patient was permanently transitioned to in-center hemodialysis (hd) on an unknown date because of the membrane failure. The patient had been transferred to another clinic and the file was closed out. No additional information is available.